Manufacturer narrative:
Product analysis the device was returned with the red safety tab still in the device, the device was confirmed from the strain relief and undeployed stent as 60mm, the device was returned with approx. 6mm of the stent exposed, additional information: the stent was not deployed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during delivery of the everflex entrust 7x60x120 stent to the lesion in the common iliac artery and great saphenous vein, stent dislodgement occurred. The stent was removed by unsheathing it, and the procedure was completed using another manufacturer's stent. No patient complications have been reported as a result of this event.